Event description:
Reportedly, on (B)(6) 2020, some tests were performed during the implantation procedure of the subject ICD and the r-wave amplitude sensing was observed to vary between 2mv and 15mv. This variability in the detection of the r-wave amplitude was not observed with the ICD that was previously implanted in the patient. Therefore, it was decided not to implant the subject ICD and to implant another device instead. Preliminary analysis of the returned ICD did not reveal any issue. The variability within the r-wave amplitudes measured with the subject ICD most probably resulted from a lead contact issue due to the presence of blood in the port after the explant of the previously implanted ICD, which could have disturbed the measurements.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, some tests were performed during the implantation procedure of the subject ICD and the r-wave amplitude sensing was observed to vary between 2mv and 15mv. This variability in the detection of the r-wave amplitude was not observed with the ICD that was previously implanted in the patient. Therefore, it was decided not to implant the subject ICD and to implant another device instead. Preliminary analysis of the returned ICD did not reveal any issue. The variability within the r-wave amplitudes measured with the subject ICD most probably resulted from a lead contact issue due to the presence of blood in the port after the explant of the previously implanted ICD, which could have disturbed the measurements.